Event description:
In-house service at hosp reconfigured position of left/right markers as they appear on hard film copy of magic view imaging station, such that markers appeared correctly on image monitor, but were reversed on hard copy film generated from magicview. Surgeon operated on wrong side of pt's head based on incorrect marker position on film. After realizing mistake made, surgeon successfully completed operation on correct side of pt's head.